Manufacturer narrative:
According to the customer, starting on 09/22/2024 the nebulizer will turn on but, "will not dispense medication". The customer reported he has experienced "shortness of breath" and "difficulty breathing" without his medication. The customer reported he attempted to relieve symptoms with his "inhalers" but, his respiratory symptoms have not resolved. The customer did not report any serious injury, follow-up care, or medication intervention related to the reported event. No additional information is available at this time. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the customer, starting on 09/22/2024 the nebulizer will turn on but, "will not dispense medication".